Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of urgency symptoms. Reprogramming was done on (B)(6) 2015. Only a system modification was completed. It was unknown if surgical intervention occurred. The patient's medical history included idiopathic functional urinary retention since 2008. It was unknown if the issue was resolved. Additional information received reported the event occurred on (B)(6) 2015 with dysuria, incontinence, and pollakiuria. The device was reprogrammed again on (B)(6) 2016 and the event resolved on (B)(6) 2016. Event was assessed as not serious but related to stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider of a clinical study via a manufacturer representative reporting that the event was related to the stimulation, but not related to the stimulator.